Manufacturer narrative:
The actual pump was not returned for evaluation. Without the pump, an evaluation could not be performed. No specific conclusions can be drawn. If the pump is received, as reported, the pump will be evaluated, and a follow-up report will be filed. All available information has been forwarded to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: pump wasn't running, over infusion occurred when nurse loaded medication (nitroglycerin). Free flow occurred immediately after door was closed. Another medication was administered to counter-act the nitroglycerin. No patient injury. Rate/volume pump was programmed unk. Event occurred in ICU- patient's age, gender, weight, medical condition unk. Additional information provided by the nurse involved in the incident indicated it was time to change the patient's line. She reported the pump was on but not set to run. She primed the line and the set was clamped. She closed the door and set the parameters. She un-clamped the set to start when she noticed the main IV bag was empty and ran to get another one. When she came back she noticed the set was free flowing and quickly disconnected the IV from the patient. The patient felt a little clammy and was light-headed for a short time. Her vital signs were ok. A small amount of saline was administered to the patient, however, she was not given a medication to counter act the nitroglycerin as reported initially by the ICU charge nurse. The patient suffered no adverse sequela associated with the incident. The nurse also reported that when changing the line on the patient when she closed the pump door the screen read "open door or press c to go back to infusion, so she pressed c to go back to infusion, since she was previously infusing using another set. Normally the screen would read "original space line", and you would click into it and open the roller clamp. The pump is being returned for evaluation. On (B)(4) 2011, follow-up has been made with the facility to determine the status of the pump return for investigation. It has been reported that the pump is still in the facility, but will be returned for evaluation in the next few days.